Event description:
The customer reported that during a routine check of the iabp, electrical failure code # 58 (power-up vent test failure) was noticed. No patient was involved.

Manufacturer narrative:
Customer stated that the unit displayed an error code 58 during routine check. Upon evaluating device found the error log to contain the error code 58. Replaced the pneumatic assembly and calibrated unit. Performed functional and safety testing. Complaint confirmed. The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. (B)(4).